Manufacturer narrative:
The company representative was unable to duplicate the reported problem. This was a repeat call, the first was (B)(4) 2012 and the failure could not be duplicated. Refer to MDR 2249723-2014-00814 ((B)(4)). The iabp calibration and the functionality were verified. The iabp met the factory specifications and was returned to the customer. The customer was advised to monitor any alarm violation. (B)(4).

Event description:
The customer reported that while the unit was in use on a patient, the unit generated a rapid gas loss alarm. The patient was switched to another unit and therapy was continued. No patient injury was reported.